Event description:
The event is reported as: complaint alleges that the upper attached part of the connector has broken. The connector did split during use. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could have contributed to the reported complaint. All processes were executed according to standard operating procedures. The sample was returned for evaluation. A visual exam was performed and there were no issues found. The sample was in good condition without any defects. Based on the investigation performed, the reported complaint could not be confirmed. Due to an increasing trend of similar complaints, however, a CAPA has been initiated to address the issue of the broken/cracked connectors.